Event description:
It was reported that cancelled procedure occurred. An ilab ultrasound imaging system was selected to be used for a procedure. Prior to the procedure, an error 119 occurred. The procedure was unable to be completed due to this event and it was unknown if the patient was sedated. The patient is stable, no patient complication or other additional intervention reported.